Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). Programming changes were not made to the lead. There were no adverse consequences to the patient.